Event description:
The distributor contacted animas on (B)(6) 2015 alleging a call service alarm (dex 90 cgm data failure alert) issue; emission of a call service alarm 215. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: review of the black box and continuous glucose monitoring (cgm) history revealed several records of call service (cs) alarm 215 failure warnings. On investigation, ez-prime steps were performed correctly. A test transmitter was successfully paired with the pump. The blood glucose (bg) value was set to 120 mg/dl twice within two hours. Both bg calibration requests entered successfully. During investigation, the pump emitted a cs215 warning during the 12-hour duration (exercise) testing. The alleged dex90 complaint was duplicated during investigation. The pump passed a radio frequency test. The pump was opened for investigation and revealed a cold solder connection failure on the cgm module. (B)(4).